Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. Programming changes were made on the device. Patient was stable.